Manufacturer narrative:
Date rec'd by MFR: 31jul2019. The customer contacted product support and requested for a quote only. Product support contacted customer and response received. No request for repair for this unit. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Failed air flow accuracy test. There was no patient involvement.